Event description:
Customer's mother reported via phone call, the insulin pump was alarming motor error during prime and no delivery. Customer's blood glucose was over 280 mg/dl. Troubleshooting was performed for motor error and not for no delivery as customer resolved issue with a set change. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
No unexpected machine error alarms/alerts or excessive no delivery alarms noted during testing. The device passed displacement test and rewind test. The motor was tested outside of the device and it passed. It alarmed motor error during basic occlusion test due to moisture damage on force sensor resistor. The device had minor scratches on the lcd window, stripped battery cap coin slot noted, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads.